Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy-without lymphadenectomy procedure, the monopolar curved scissors (mcs) instrument was observed to have a broken cable that is responsible for opening and closing the instrument's blades. The instrument was replaced to continue the procedure which was completed robotically. The customer performed a post-operative ultrasound.

Manufacturer narrative:
On 05-jun-2025, the following additional information was obtained: the instrument was inspected prior to use and the clamp was in perfect condition. The surgeon believed that the cause of the instrument break was due to the operation of the monopolar curved scissors clamp failing to work. The instrument was in use for two hours during the surgery. The surgeon noticed that the issue with the instrument only when it stopped working. The instrument did not collide with any instruments or other hard material during surgical procedure. The customer didn't think that the fragment fell inside of the patient during an instrument tip collision. The instrument was not removed prior to the breakage. Upon final removal of the instrument, the wrist was straightened. The surgical staff didn't feel any resistance while removing the instrument through the cannula. There was no damage noted to the cannula or the instrument after the event either. No fragments of any kind have been identified; hence, no additional surgical procedure was required to remove the fragments. No tests like an x-ray ultrasound were performed to check for fragments, only a laparoscopic inspection afterwards. After the instrument broke, the customer removed and replaced it with another instrument to finish the surgery. The patient has not returned to the hospital due to experiencing any post-surgical complications related to foreign object. The instrument is available for return. The customer hasn¿t heard anything about fragment complications with the patient. An image was provided consistent with the reported complaint of a break in the cable responsible for activating the opening and closing of the blades. The image showed cable damage at the distal end of the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end.